Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut row 1 at the distal end of the stent was raised slightly. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in an unspecified coronary artery. A 2.x24mm promus element stent was being prepared for use when "distal deformity" of the stent was noted. No patient complications occurred. Patient status is listed as stable. This device is only ous approved, but it is similar to an approved us device. Additional information has been requested but is not available.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in an unspecified coronary artery. A 2.x24mm promus element stent was being prepared for use when "distal deformity" of the stent was noted. No patient complications occurred. Patient status is listed as stable. This device is only ous approved, but it is similar to an approved us device. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).